Manufacturer narrative:
Service was declined as the customer did not question system performance. A definitive cause of the incident is unknown.

Event description:
The customer reported imprecise total beta human chorionic gonadotrophin (thcg) results on one patient sample, involving the access® immunoassay system used in conjunction with the access total sshcg assay. The results were above the normal reference range and outside the acceptable assay precision. The customer analyzed the sample five times using the diluted (dil) total "hcg assay, which the instrument automatically performs a 1:200 dilution of the sample. The neat results ranged from 18 - 23 miu/ml, the customer received two diluted results of 1,252 and 1,264 miu/ml. The customer stated quality control (qc) was within the laboratory's established limits prior to the event but elevated thereafter. A review of the customer's qc identified multiple qc level 1 issues, the day prior to the event. The customer performed assay recalibrations in an attempt to resolve the qc issue. The customer stated the imprecise results were not released outside the laboratory. There was no patient impact associated with this incident.